Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula with an infusion set after using it for one day. The site of insertion was abdomen. The patient had type 1 diabetes. Patient's blood glucose value at the time of reporting was 400 mg/dl. Patient change the set. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.